Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery. A 5x40mm armada 35 balloon catheter was inflated once at nominal pressure for pre-dilatation; however, the balloon was unable to deflate. An attempt to deflate the balloon was made for 10 minutes, but the balloon could only be partially deflated. Difficulty removing the balloon catheter from the patient anatomy was noted. The procedure was successfully completed with a new armada 35. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported difficulty deflating the balloon. The difficulty removing the device was related to the deflation issue and was not tested during returned analysis. Av reviewed the lot history record and there were no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Further assessment, per site operating procedures, was performed and identified a potential product deficiency related to the manufacture of the device. The root cause of issue was determined to be material and corrective actions have been implemented. Av will continue to trend the performance of these devices.

Event description:
Subsequent to the previously filed report, additional information was received stating that the contrast mix used was 50/50. There was no clinically significant delay in the procedure. No additional information was provided.